Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the device was received by the failure investigation department, but the logs were unable to be uploaded due to a different problem found (usb contamination). Therefore, logs were not available for the date of the reported issue and the bg levels for (B)(6) 2020 could not be identified. As such, the complaint could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer addressed bg level with carbohydrates. The customer was instructed to consult with the healthcare provider regarding bg level.